Event description:
A malfunction alarm was reported, identified as error 13, which occurred twice according to the customer. There was no adverse impact to the customer's blood glucose level. The customer was advised to switch to multiple daily injections (mdi) as a backup insulin therapy method. Technical support arranged for a replacement pump under warranty, and the customer was instructed on how to put the pump into storage mode before returning it with a prepaid label.